Manufacturer narrative:
An unsigned device registration form, without patient or physician information, was all that was received by medtronic as notification of this event. Additional information has been requested, but no new information has been received to date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this annuloplasty ring was explanted and replaced after being implanted in the mitral position due to residual leakage following its implant. The implant duration was not provided, and no patient information was indicated; no other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the DHR review was performed on the device; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Surgeons often attempt to repair mitral valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate results. This is often due to suboptimal anatomy, surgical technique, or inappropriate sizing, and not a malfunction of the device (1). In this case, medtronic received information that this annuloplasty ring was explanted and replaced after being implanted in the mitral position due to residual leakage following its implant. The implant duration was not provided, and no patient information was indicated; no other adverse patient effects were reported. No new information was received. Replacement device is unknown. Regurgitation related risks are documented in the risk management files. Event was due to residual regurgitation despite repair. A true cause is not identified at this time, however, there is no indication that the event was due to the device. Mick et al, ann cardiothorac surg 2015; 4(3):230-237. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.